Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a siever's type 1 bicuspid valve and raphe between the non-coronary cusp (ncc) and the right coronary cusp (rcc) as well as a possible abdominal aortic aneurysm, multiple pre-dilations were performed without success landing the first valve. It was reported that deployment started at the bottom of the pigtail catheter, and with alternate attempts, lower than the pigtail catheter. After 4 attempts to land the valve, the valve was removed. The valve would dislodge aortic each time. A new valve was attempted with more aggressive pre-dilation, but the valve still could not be successfully placed. It was noted that the valve kept popping out. The case was aborted with plans to try a balloon expandable valve in the future. Of note, a confida and a lunderqusit wire were both attempted. No adverse patient effects were reported.